Event description:
Noticed about three quarter sized puddles under IV pole during patient's etoposide infusion. Found tubing to be leaking. Pharmacy notified. Manager came and evaluated situation. Medication was bagged and taken back to pharmacy. Per pharmacy: tubing used is 2c8875. Lot (10) r19j08036.